Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem ¿ additional. D4: catalog no - correction. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation/correction. H3: device evaluated by manufacturer ¿ additional. H10: corrected data.

Event description:
It was reported that the readings froze. Product was provided for investigation. Confirmation of the complaint was confirmed via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2024-230254 and 3004753838-2024-230254-01 were reported in error. Please disregard initial and supplemental reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.